Event description:
The procedure attempted recanalization of the right common iliac. During the attempted recanalization the left common iliac appeared to be compromised by a dissection. A 12x40x80 stent was inserted over .035 guide wire through a 6f sheath. The stent deployed without difficulty, and an evercross 9x40x80 was inserted over the guide wire without difficulty. The evercross was taken up slowly to 12atm and it burst. The physician withdrew balloon material to twist into balloon shaft, but the balloon would not come back thru the sheath. The physician pulled the balloon until he felt the balloon might be captured inside the sheath. Just as he was going to pull sheath out over balloon shaft the balloon shaft separated. The sheath was removed over guide wire within the artery. The physician pulled guidewire a bit further and felt the material was definitely inside the vessel. A groin cutdown was performed, and the bleeding was controlled with a 6-0 prolene suture. An arteriotomy was performed, and the balloon material was recovered off the guidewire. A 7f 5.5cm sheath was inserted, and hemostasis was obtained. A 4f angiographic catheter was inserted and an angiogram confirmed good flow through stent. The catheter was removed and a balloon was inserted thru the sheath and stent was dilated after which final angiograms were performed. The pt left the or stable and an hour after surgery was stable and awake in or recovery.